Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump received over delivering. The blood glucose value was 57 mg/dl. Customer¿s current blood glucose value was 83 mg/dl. Customer treated with food for low blood glucose. Customer alleging the insulin pump because the blood glucose was remaining low even after previously calling for troubleshooting. The insulin pump will not return for the analysis.